Event description:
The physician reports performing uneventful cataract surgery with implantation of the akreos adapt intraocular lens in the right eye. Postoperatively, the pt presented with an unexpected refractive error of -6.50d. Approximately six weeks postoperatively, the surgeon explanted the lens and replaced it with a 21.0 diopter adapt intraocular lens. The pt's current visual acuity is + 1.00 - 1.50. Preoperative visual acuity was not provided.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or deviations identified that would contribute to the reported issue. The surgeon suspects that the lens diopter was mislabeled. The DHR review indicates that the lot conformed to specification at the time of release. In addition, a retain sample from the same lot, as the explanted lens was measured for diopter power and was found to be within specifications, and no similar complaints were received for this mfg lot.